Manufacturer narrative:
B5 describe event or problem was updated. The vsx device remains implanted. The delivery system of the vsx device was requested but has not been returned to gore. Evaluation of received items: a) an imaging evaluation was performed by a clinical imaging specialist. The imaging evaluation attachment in smartsolve provides additional detail, including clinical items reviewed during evaluation. The following was noted: one radiograph .jpg submitted for evaluation with no patient identifier or date of acquisition in image. Unable to manipulate the image in anyway. Unable to identify anatomy or device on the image provided. Image provided does not allow for evaluation in relationship to this event. B) four device photographs were provided by the complainant for review. Three photos displayed similar content and field of view demonstrating separation of the distal shaft of the viabahn® device at the transition. The distal shaft appears curved near the distal tip. The endoprosthesis is not mounted and constrained on the distal shaft, and deployment line appears to exist the transition consistent with deployment of the stent-graft as reported. Due to image quality and magnification, further assessment of the distal shaft for evidence of bond execution at the transition zone was not possible. Labeling visible on the hub is consistent with the reported device configuration. Another photo submitted from the field appears to show intra-procedural placement of accessory devices, including an introducer sheath and guidewire of unknown brand/specifications. Possible deployment line is also visible; however, further assessment of the photo in relation to the reported complications as described by the field was not possible. The primary reported failure mode, related to inability to advance the viabahn® device to the intended treatment location, could not be confirmed with the items submitted for review. Therefore, an independent assessment of the failure mode was not possible for cause determination. However, failure to predilate as reported by the field is consistent with an inability to advance and could neither be confirmed nor dismissed for cause with the available information. The IFU contraindicates use of the viabahn® device in lesions where full expansion of an angioplasty balloon catheter was not achieved during pre-dilation. The reported separation of components was confirmed as device photos submitted from the field demonstrated separation of the distal shaft at the transition. However, the returned images did not permit direct assessment of the bonding zone at the transition, and there was no evidence identified from the available information supporting bond formation did not occur. Moreover, this investigation could not independently confirm how the device was handled in the field or any subsequent manipulation that may have compromised the integrity of the bond. Therefore, a root cause could not be established with the available information. The reported unintentional deployment during retrieval of the viabahn® device is consistent with the device photos submitted demonstrating the delivery system components free of a constrained endoprosthesis. However, the specific procedural circumstances that may have influenced unintentional line unravel could not be independently evaluated, and a root cause could not be established. The vsx device remains implanted. The delivery system of the vsx device was requested and reasonable efforts were made to return it, but gore did not receive it for evaluation. The gore® viabahn® endoprosthesis with propaten bioactive surface instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and there are applicable statements. The IFU states the following: ¿contraindications: non-compliant lesions where full expansion of an angioplasty balloon catheter was not achieved during pre-dilatation, or where lesions cannot be dilated sufficiently to allow passage of the delivery system.¿

Event description:
It was reported to gore that the patient underwent endovascular treatment for a thrombosis of the left external iliac artery with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device). It was stated, that to address the reported complication an unplanned additional access and an additional vsx-device were required. When the nurse first opened the box of the vsx-device, she saw the olive of the catheter in a strange position, but they decided to use it anyhow, as they thought it was only the appearance. They started with a contralateral approach and decided not to predilate the artery. The vsx-device was not moving forward; therefore, it was decided to pull it back. At that time, when they were removing the delivery catheter, they noticed that only the catheter and the eptfe deployment line was removed, whereas the vsx-device remained in the patient. When they tried to remove the vsx-device with the help of a guidewire and an introducer sheath from the additional access site, the vsx-device deployed. The vsx-device was delivered just above the internal iliac artery and was patent. The delivery catheter and the olive were separated and could be removed from the other access site.

Manufacturer narrative:
Engineering investigation: this result of investigation supersedes the result of investigation of the former report. The result of investigation now reflects updates to the investigation made following receipt of additional information after the initial result of investigation. Phr: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Evaluation of received items: a) an imaging evaluation was performed by a clinical imaging specialist. The imaging evaluation attachment in smartsolve provides additional detail, including clinical items reviewed during evaluation. The following was noted: one radiograph .jpg submitted for evaluation with no patient identifier or date of acquisition in image. Unable to manipulate the image in anyway. Unable to identify anatomy or device on the image provided. Image provided does not allow for evaluation in relationship to this event. Investigation conclusions: the risk management file for the viabahn® device was reviewed and determined to be accurate and complete in relation to the complaint and associated investigation findings. No update is required. An assessment was completed to determine if the investigation findings warrant consideration for a CAPA, scar, and/or fir following md179991. It was determined that no action is required. The primary reported failure mode, related to the inability to advance the vsx device to the intended treatment location, could not be independently confirmed with the items submitted for review. The clinical image provided did not allow an evaluation in relation to the complaint. Reportedly, the tip of the device had an unexpected appearance upon opening the device packaging, but the device was used regardless. During evaluation, damage to the distal end of the device was observed at several locations, but relationships between the initial device appearance as reported, the subsequent complications, and device manipulations during the procedure could not be established. Reportedly, the vsx device was advanced without pre-dilating the lesion, and the device instructions for use (IFU) contraindicates use of the vsx device in lesions where full expansion of an angioplasty balloon catheter was not achieved during pre-dilation. Failure to predilate as reported by the field is consistent with the reported inability to advance, but not pre-dilating could be neither confirmed nor dismissed for cause with the available information. The reported separation of components was confirmed through evaluation of the returned device and device photos. These returned items show separation of the distal shaft at the transition as reported. Evaluation of the returned device identified evidence indicating a bond between the transition and the distal shaft did occur. This investigation could not assess how the device was handled in the field nor any subsequent manipulation that may have compromised the integrity of the bond. The cause for the distal shaft separation could not be established with the available information. The reported unintentional deployment during retrieval of the vsx device is consistent with removal of the proximal end of the delivery system after its separation from the distal shaft while the deployment knob remained attached to the hub. The unintended deployment is, therefore, related to the procedure.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a thrombosis of the left external iliac artery with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device). It was stated that when the nurse first opened the box, she saw the olive of the catheter in a strange position, but they decided to use it anyhow, as they thought it was only the appearance. They started with a contralateral approach and decided not to predilate the artery. The vsx-device was not moving forward; therefore, it was decided to pull it back. At that time, when they were removing the delivery catheter, they noticed that there was only the catheter and the eptfe deployment removed, but the vsx-device remained in the patient. When they tried to remove the device with the help of a guidewire and an introducer sheath from the other access, the vsx-device deployed. Finally, the delivery catheter and the olive were separated and could be removed completely from the other access. The vsx-device was delivered just above the internal iliac artery and was patent. Finally another vsx-device was implanted successfully and there was no report of patient harm.

Manufacturer narrative:
H3: other code: the delivery catheter is available, but was not returned for further investigation yet. Images were provided and an imaging evaluation performed. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being conducted and will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This result of investigation supersedes the result of investigation in the former report. This result of investigation reflects updates to the investigation made following receipt of additional information after the initial result of investigation. The primary reported failure mode, related to the inability to advance the vsx device to the intended treatment location, could not be independently confirmed with the items submitted for review. The clinical image provided did not allow an evaluation in relation to the complaint. Reportedly, the tip of the device had an unexpected appearance upon opening the device packaging, but the device was used regardless. During evaluation, damage to the distal end of the device was observed at several locations, but relationships between the initial device appearance as reported, the subsequent complications, and device manipulations during the procedure could not be established. Reportedly, the vsx device was advanced without pre-dilating the lesion, and the device instructions for use (IFU) contraindicates use of the vsx device in lesions where full expansion of an angioplasty balloon catheter was not achieved during pre-dilation. Failure to predilate as reported by the field is consistent with the reported inability to advance, but not pre-dilating could be neither confirmed nor dismissed for cause with the available information. The reported separation of components was confirmed through evaluation of the returned device and device photos. These returned items show separation of the distal shaft at the transition as reported. Evaluation of the returned device identified evidence indicating a bond between the transition and the distal shaft did occur. This investigation could not assess how the device was handled in the field nor any subsequent manipulation that may have compromised the integrity of the bond. The cause for the distal shaft separation could not be established with the available information. The reported unintentional deployment during retrieval of the vsx device is consistent with removal of the proximal end of the delivery system after its separation from the distal shaft while the deployment knob remained attached to the hub. The unintended deployment is, therefore, related to the procedure.

Manufacturer narrative:
Imaging evaluation summary: products implanted: gore® viabahn® endoprosthesis with propaten bioactive surface catalog number pahr081002e. Summary: the images received cannot be used to perform a full imaging evaluation. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the available images provided for review. Gore cannot make conclusions or guarantee the images provided are accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: one radiograph .jpg submitted for evaluation. Other photos submitted were pictures of the device/catheter, not radiographs. Unable to identify anatomy or device on the image provided. Image received via email with no patient identifier or date of acquisition in image. Image provided does not allow for evaluation in relationship to this event. Unable to manipulate the image on anyway. The delivery catheter is available for further investigation, but was not received yet.